Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 11, 3331, 3259, 4307). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. The sample was returned and visually inspected. It was noted that the v-cutter tip was broken with 1 piece becoming detached from the harvester tip, not the dissector. There were no visible signs of electrical shortage or damage anywhere else on the device. A retention sample from the same product code and lot number combination was obtained and visually inspected with no visual defects specially with the v-cutter tip. During the manufacturing process, all vsp550ex are thoroughly inspected and tested for functionality & performance along with the v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 24, 2019.   Upon further investigation of the reported event, the following information is new and/or changed: device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the distal tip of the dissector broke off into the leg of the patient, and had to be retrieved during endoscopic vein harvesting portion of surgery by surgical assistant. As per the user facility, additional device was opened to finish case. The 3rd device opened to retrieve missing parts found after multiple x-rays and fluoroscopy. They waited for a replacement device for x-rays to be completed and read by radiologist.   There was a delay for 2-3 hours due to x-rays and exploration to find device parts. There was a blood loss of 5-10 cc. Product was changed out. Procedure was completed successfully.